Event description:
It was reported that the PICC line was leaking at the tubing/distal hub connection. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history review, applicable previous investigation(s), applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause was determined to be use-related. The product returned for evaluation was a 4fr s/l powerpicc catheter. The sample was returned with usage residue throughout and a needleless injection cap attached at the luer hub. Gross visual evaluation revealed a permanent kink impression within the extension tubing, near the luer hub. Further evaluation revealed a circumferentially-aligned split within the extension tubing which was underneath the distal edge of the luer hub. Microscopic examination of the split showed that the distal edge of the split was rounded and polished with buckling of the extension leg leading into the split. The fracture surface of the split contained beachmarks, characteristic of material fatigue. The split was observed to have occurred at the interface of where the luer hub was overmolded onto the extension leg. A permanent kink impression in the extension leg was seen 4mm distal of the split site. The observed fracture features were characteristic of material fatigue, where cyclic kinking of the extension leg may have gradually formed a crack in the catheter. No potential manufacture damage, defect, or deformity was observed. A lot history review (lhr) of recx3226 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx3226 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line was leaking at the tubing/distal hub connection. No other information was provided.